Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the axiem and emitter did not function when the system was booted up. After reboot, the system functioned normally. This occurred pre-operatively with less than one hour delay to surgical delay. There was no reported impact on patient outcome.